Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the cubie space did not accept any new cassettes. The field service engineer (fse) investigated an issue on aux2, drawer 2.1 where cubies were not being recognized and identified an intermittent communication loss caused by the inside side panel placing tension on the cubie tray ribbon cable; the cable was repositioned, the panel reinstalled correctly, diagnostics were rerun successfully in hta mode, all cubies were recognized, and normal cabinet functionality was fully restored, with the pharmacy technician confirming successful cubie reassignment and reload. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie space did not accept any new cassettes. The customer reported that the cubie space immediately rejected newly inserted cassettes. Assistance was requested as the issue persisted despite multiple cubies being tried and the machine being restarted. The drawer intermittently entered an error state, which caused service delays for other medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.